Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible physical stress from handling by the customer contributed to the device damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope. Connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿more image, perhaps wet" was not confirmed. The following findings were noted during device evaluation: electrical connector is dirty due to water leakage, plate has corrosion due to water leakage, scope-connector has corrosion due to water leakage, acoustic lens is damaged. Adhesive around light guide lens has wear, the adhesive on bending section is detached, and due to the wear of forceps elevator wire, the forceps raising angle does not meet the standard value. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had more image, perhaps wet during reprocessing. Upon inspection and evaluation, dirt enters the inside of the lens through gaps and gaps in the tip adhesive. Cause unknown. There is a gap between the acoustic lens and the ultrasound probe. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.